Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Literature: mclaughlin jr, lee kr, (2015) total hip arthroplasty with an uncemented tapered femoral component in patients younger than fifty years of age: a minimum twenty year follow-up study, the journal of arthroplasty (2016), doi: 10.1016/j.arth.2015.12.026. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Zimmer biomet complaint (B)(4).

Event description:
Information was received based on review of a journal article titled, "total hip arthroplasty with an uncemented tapered femoral component in patients younger than fifty years of age: a minimum twenty year follow-up study". It was identified in the article that one (1) femoral component was exchanged immediately post total hip arthroplasty (tha) because of a peroneal nerve palsy secondary to excessive leg lengthening. There has been no further information provided and the patient outcome is unknown.